Event description:
Index procedure on (B)(6) 2023 for right colectomy with anastomosis; had unprotected sneeze on (B)(6) 2023, patient indicated a "pop" internally; imaging showed facial dehiscence with small bowel protrusion and return to operating room for abdominal closure; surgeon indicated the suture broke and the break was not at the place of the knot; no indication of poor technique, tissue was not torn as a result of the dehiscence; suture was discarded.